Event description:
It was reported that this patient expired two days post-implant of this implantable cardioverter defibrillator. No cause of death or other details were available. The device was explanted and returned for analysis.